Event description:
It was reported that the implant at tooth site 36 was removed due to pain.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A2: age at time of the event unknown / not provided. G4: premarket identification: k082639/k011245/k002188.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) spb10, (impl tapered sp 3.7mm 10m m octagon) for evaluation. Visual evaluation / functional evaluation of the as returned product identified signs of use but no apparent signs of malfunction. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 2020020320. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020020320 for similar events and no other complaint was identified. Review completed utilizing keywords: pain. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use and inadequate treatment planning. Therefore, based on the available information, device malfunction did not occur, and the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.